Event description:
It was reported that during the left internal carotid artery-communicating (c7 segment) aneurysm procedure, physician implanted the subject flow diverting stent. Post procedure patient had right arm paresis with fluctuating worsening aggravation and remission. Patient was transferred to the neurological unit and anti epileptic treatment was started. Mra (magnetic resonance angiography) showed multiple small acute ischemic lesions in left frontoparietal region. According to the site there is probable relation with the procedure and possible relation with the subject flow diverting stent and disease under study. No additional information available.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, functional testing as well as visual testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information provided by the customer indicates the adverse event is ongoing. The 3 month follow up has not yet been performed. An assignable cause of anticipated procedural complication will be assigned to the reported ¿patient stroke¿ as a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted with the directions for use, product labelling and/or risk documentation files.

Manufacturer narrative:
The device remains implanted inside the patient's vasculature.

Event description:
It was reported that during the left internal carotid artery-communicating (c7 segment) aneurysm procedure, physician implanted the subject flow diverting stent. Post procedure patient had right arm paresis with fluctuating worsening aggravation and remission. Patient was transferred to the neurological unit and anti epileptic treatment was started. Mra (magnetic resonance angiography) showed multiple small acute ischemic lesions in left frontoparietal region. According to the site there is probable relation with the procedure and possible relation with the subject flow diverting stent and disease under study. No additional information available.